Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the ilet touchscreen would not respond to a press-and-hold action, consistent with a known firmware-related screen unresponsiveness issue, and a replacement ilet was shipped to the user. Symptoms included no change in blood glucose. Outcomes included no alerts or alarms and no need for medical care, and the user relied on an alternative insulin therapy until the replacement arrived. Investigation included remote troubleshooting and shipment of a replacement device. Investigation of this case revealed a malfunction of the user interface consistent with a known software behavior affecting the display input function. It was concluded, based on previously established findings for similar reports, that the cause was a firmware defect affecting touch input.